Manufacturer narrative:
Follow-up #1 (06/27/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/21/2013 with the following findings: although the error was not reproduced, the meter failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Test strips and control solution were sent to the customer.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. If additional investigation does occur regarding this issue, lfs will report the findings to the FDA in a supplemental report.